Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the burr got stuck on wire . The target lesion was located in a severely calcified unspecified artery. A rotawire ex support and a 1.50mm rotalink plus burr were utilized to treat the target lesion. Ablaton was performed several times. However, it was noted that the rotawire and the burr got stuck when ablation was being performed again. Both the burr and the wire were removed together as a unit. Upon withdrawal, it was noted that both devices were not able to separate. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good. However, product analysis revealed that spring tip was fractured.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. The unit returned presented the body kinked and the spring tip fractured and was not returned. Sem analysis observed the sample presented evidence of a bending overload event as mode of wire failure. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis on 19aug2013. It was reported that during a percutaneous coronary intervention, the burr got stuck on wire . The target lesion was located in a severely calcified unspecified artery. A rotawire ex support and a 1.50mm rotalink plus burr were utilized to treat the target lesion. Ablaton was performed several times. However, it was noted that the rotawire and the burr got stuck when ablation was being performed again. Both the burr and the wire were removed together as a unit. Upon withdrawal, it was noted that both devices were not able to separate. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good. However, product analysis revealed that spring tip was fractured.